Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment of a potential device issue; correct device operation was verified. The device passed final functional and system tests.

Event description:
It was reported that the programmer was very slow to start-up. It was also reported that the function of the analyzer was questionable; it was thought that the issue may have been a loose connection point on the programmer. The programmer has been returned for repair and a requested evaluation, and is in need of calibration. There was no patient involvement.